Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The foreign matter could not be identified from the photo alone. The actual sample would be needed for further investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Event description:
It was reported the blood transfer device had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there a particulate on the device."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The foreign matter could not be identified from the photo alone. The actual sample would be needed for further investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the blood transfer device had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there a particulate on the device."